Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi por 130187, suction coag, f/s, 10fr, 25/cs, was being used during a tonsillectomy and adenoidectomy procedure on (B)(6) 2022 when it was reported ¿patient received burns to bilateral corners of her mouth. The right-side burn extended beyond the vermilion border on to the facial tissue. The left side burn was maintained within the vermilion border of the lips.¿ burns discovered when drapes and mouth gag removed. The procedure was completed as planned. The patient had polysporin applied to bilateral burns per the doctor. The patient status is listed as "discharged". There was no report of device failure during use. This report is being raised on the basis of injury due to unknown degree of burn to mouth.

Event description:
The customer reported that the device, 130187, suction coag, f/s, 10fr, 25/cs, was being used during a tonsillectomy and adenoidectomy procedure on 24jun22 when it was reported ¿patient received burns to bilateral corners of her mouth. The right-side burn extended beyond the vermilion border on to the facial tissue. The left side burn was maintained within the vermilion border of the lips.¿. Burns discovered when drapes and mouth gag removed. The procedure was completed as planned. The patient had polysporin applied to bilateral burns per the doctor. The patient status is listed as "discharged". There was no report of device failure during use. Update: the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case was returned with the 130187 device and will be listed as a concomitant device as it was used during the same procedure. There was no allegation of malfunction for the 410-2000 device. This report is being raised on the basis of injury due to unknown degree of burn to mouth.

Manufacturer narrative:
Correction: b5 previously had a typo error showing a ias12-100lppi device in the description of events. This has been removed as this was incorrect data. Received one 130187 in unoriginal package. Lot number was not verified. Performed a visual inspection, there was evidence of burn marks on the superior end of the suction coagulator. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review was not conducted because the lot number of the device was not known. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 124,000 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. Per the instructions for use, the user is advised to use the lowest possible power setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. Do not directly secure the cable with metal instruments to surgical drapes. Activation when in contact with metal instruments may cause burns at the tissue/instrument interface. To avoid burns never allow cable associated with this device to be in contact with the skin of the patient or touching the operator. Do not permit the cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices. This issue will continue to be monitored through the complaint system to assure patient safety.